Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The capsule trocar needle failed to advance. The device was returned with the capsule separate from the delivery system. No blood or tissue was present and the plunger had been fully depressed and retracted.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule did not attach to the patient's esophagus. When checking placement of the capsule with a gastroscope, the patient belched and the capsule fell off. No serious injury to the patient was reported.